Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing did not confirm the report of the device failure to detect the external power supply. Review of the device data logs revealed the occurrence of system fault 180 indicating a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the system fault 180 was most likely due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was sent to the resmed technical service center for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device could not recognize its external power supply unit (psu). There was no patient injury reported as a result of this incident.